Event description:
It was reported that the surgeon had difficulty loading the lens and the micl12.6 implantable collamer lens was inserted in the eye upside down. The lens tore as it was removed. There was no patient injury. The reporter stated the incident was due to a user error.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl and 100 mg/dl, 59 mg/dl and 119 mg/dl. Sets of readings were taken on different days. Customer stated that he was feeling hypoglycemic symptoms (nervousness and toes were tingling) with reading of 59 mg/dl. Customer ate cereal to bring up his blood sugar and felt better. No adverse event reported. Requested return of suspect device; however, customer has run out of strips and strips will not be returned. Replacement was sent.